Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity device was attempted to be used to treat a moderately tortuous, severely calcified lesion with 89% stenosis in the mid lad. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that stent deformation occurred in vivo during positioning. Another medtronic stent was then used. No patient injury is reported. It is reported that the event was due to the use of the device in a difficult lesion morphology/anatomy.

Manufacturer narrative:
Product analysis summary: there was a kink on the hypotube 20.2cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th and 10th distal stent wraps with struts stretched and raised. Deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.